Event description:
It was reported that the patient's implantable cardiac defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.